Manufacturer narrative:
Product event summary: three video files and patient data files were returned and analyzed. Review of the log file showed time stamps and errors related to the procedure. The device interaction was not observed in the log files. The first video did not show anything. The second video showed "pfg to ciu communication error". The d1 and t electrodes were shown red on the globe. After multiple disconnects and reconnects, the catheter issues resolved and an anatomical map of the heart was successfully created. Pulsed field lesions were able to be performed. The third video showed creation of pulsed field lesions. In conclusion, the reported catheter interaction with the patient's implantable cardioverter defibrillator was not confirmed during data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. The catheter was discarded and will not be made available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, ventricular tachycardia was induced during the first radiofrequency ablation on the cavotricuspid isthmus (cti) line with the catheter, including pulmonary vein isolation, posterior wall, left atrial floor line, and lateral mitral isthmus lines ablation. The patient had another manufacturer's implantable cardioverter defibrillator, and the physician started the ablation as far away from the defibrillator lead coil as possible. The ventricular tachycardia episode converted spontaneously back to sinus rhythm within 3-5 beats. The procedure was aborted after transseptal device usage, and ablation of the cavotricuspid isthmus was not completed. The implantable cardioverter defibrillator device was checked and reprogrammed back to normal settings at the end of the procedure. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.